Manufacturer narrative:
The investigation determined that higher than expected vitros ipth quality control results were obtained from multiple patient samples run on a vitros 5600 integrated system. In addition, unexpected vitros ipth quality control results were also obtained. The results in question were obtained using two different vitros ipth reagent lots across multiple calibration curves. The investigation determined that ipth calibration curve accuracy was not verified with ipth quality control testing prior to use. In addition, the customer was using expired vitros ipth quality control fluids. The specific root cause of this event is unknown, however, the assignable cause of the event is user error due to the use of unverified calibration curves and use of expired quality control fluids.

Event description:
A customer obtained higher than expected vitros ipth results from multiple patient samples run on the vitros 5600 integrated system. The results were higher than expected compared to ipth values obtained for the same samples using an alternate, non-vitros method as follows (units are pg/ml): vitros: non-vitros: vitros: non-vitros: vitros: non-vitros: 62.8, 38, 76.2, 54, 95.2, 56; 69.4, 20, 58.0, 26, 69.2, 45; 61.3, 22, 195.0, 81, 90.9, 46; 73.2, 33, 54.0, 28, 99.6, 55, 105.0, 47, 187.5, 46, 97.6, 63, 95.7, 38, 82.9, 23, 55.8, 33, 64.6, 31, 67.7, 21, 163.0, 73, 67.0, 22, 73.8, 32, 71.4, 40, 60.4, 33, 121.8, 26, 79.8, 49, 80.0, 45, 113.5, 53, 71.7, 40, 103.8, 58, 56.8, 22, 55.0, 35, 246.1, 88, 64.4, 38, 81.7, 33, 166.8, 52, 434.3, 248. The customer considered the ipth results from the non-vitros method to be consistent with the expected values. In addition, the customer obtained unexpected vitros ipth quality control results. Values of 12.11 and 11.80 pg/ml were obtained from the vitros ipth level 1 control fluid versus the expected value of 30.0 pg/ml. Values of 631.64 ,671.92, and 669.02 pg/ml were obtained from the vitros ipth level 3 control fluid versus the expected value of 480.9 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros ipth patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).